Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the exact cause of the complaint could not be determined. However, with repeated cleaning and sterilization cycles, water ingress over time may occur. In addition, the internal wire may become disconnected or damaged due to mechanical vibration of the scanning probe lithography (spl) probe. These factors may have potentially contributed to the reported failure. The event can be detected/prevented by following the instructions for use which state: "perform the prescribed inspections prior to first use and regularly thereafter to ensure continued satisfactory performance. A back-up transducer and probe should be sterilized and available prior to beginning a procedure." . Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the shockpulse lithotripsy transducer had no power. The issue was found during preparation for use. There was no procedure affected by this event. There were no reports of patient harm.

Manufacturer narrative:
During evaluation, the following were found: the model number was confirmed and the serial number listed on the device was (B)(6) , there appeared to be no physical damage to the device or any of the cables or plugs. The device was then fitted with an device probe and plugged into the device generator. The standard power button on the transducer was pressed. The generator standard power light lit up, indicating the generator got this signal, however the probe never activated. The transducer did not oscillate the probe. The same issue occurred with the high-power button. The no output to the probe was able to be confirmed. The check probe and error lights would always light up on the generator whenever the transducer was activated. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.